Event description:
It was reported that the asymptomatic patient presented for in-clinic follow-up with post-paced t-wave oversensing exhibited by the implantable cardioverter-defibrillator. Programming interventions were made. There were no patient consequences.